Manufacturer narrative:
The tech found the valve guide tube was faulty. He replaced the valve guide tube to repair the bed.

Event description:
Info received indicates the head up function is not working. The function does not work manually or under power and the battery led is on.